Manufacturer narrative:
The initial reporter was the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving clonidine, bupivacaine, and dilaudid at unknown doses and concentrations via an implantable infusion pump for spinal pain. It was reported that the patient had not been getting enough medication and was in a lot of pain. The patient reported when they give themselves a bolus their stomach goes numb where the pump is. The patient reported that there was some sort of additive in the pump that makes their nerve endings do deal so they could walk. The patient reported that the drug is extremely concentrated and lasted about 5 months. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.